Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The meter was tested using retention test strips with liquid qc of a high level: qc 1: 3.0 inr, qc 2: 3.0 inr , qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results when testing on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 9:00 a.m. Was 5.0 inr. The result from the meter at 9:20 a.m. Was 6.8 inr. The laboratory result was believed to be correct. The customer's warfarin dose was adjusted based on the laboratory result. No medical treatment was necessary. The customer's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. The customer is not anemic or polycythemic, does not have anti-phospholipid antibodies, is not on heparin or other direct thrombin inhibitors, has not been ill, is not taking new medication, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot: 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.